Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all events information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received an occlusion alarm. There was no reported impact to customer's blood glucose level. Reportedly, the customer would press "resume" on the pump instead of changing the cartridge, tubing and cannula after the alarm occurred.